Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at the ipg site. During an ipg reposition procedure on (B)(6) 2020 (MFR report: 1627487-2020-01244) an infection was detected at the ipg pocket. As such, the ipg was explanted to address the issue. Patient received single shot IV antibiotics to treat the infection.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the infection has resolved.